Event description:
The patient reported they have two stimulators, one for their lumbar area and one for their sacral nerve. Their second device was implanted in 2011 and was for the sacral nerve. Initially it worked and was ¿fantastic¿ but no it did not work. They had tried changing the batteries but the ¿positrons and cations¿ were not communicating hence were not giving off an ¿alternating or direct current¿ and there was ¿no toggling.¿ they noted that the ¿main circuit was working¿ but it did not allow for the ¿levels to be changed¿ and there was no communication. The patient noted that the ¿myelin sheath¿ that protects the wiring was eroding away. They expected the device to last 10 years but it only last 4 years. There was also a problem recharging the device. The patient met with their manufacturer representative in 2014 for reprogramming and after the appointment they were able to charge the device fully. Due to the device issues their pain was returning and they felt ¿pins and needles¿ in the paravaginal region of their genitalia. They also had pain at the implant site. The manufacturer representative made many attempts to trickle charge the stimulator but it was determined that the device needed to be replaced. Their health care provider (hcp) wanted to perform surgery to replace the rechargeable unit with a non-rechargeable one, however due to worker compensation issues the replacement was not scheduled until sometime in 2016.

Event description:
Additional information received from the consumer reported she purchased two neuro modulators which had the terms that both modalities were to last for ten years. The patient just found out that the sacral stimulator was not operating nor could it be trickled over. This called for another needless surgery. The patient questioned why the manufacturer was not testing the batteries half-lives with voltmeters. For instance, the patient stated, that she tested her resistors in her (B)(6) to get an idea of when she would have to change the woofers, transistors, etc. It seemed to the patient that the office was distributing faulty modalities and the patient had to spend more of their life in recovery. The patient was requesting an ambassador's position.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that scheduled for a trial phase and the trial proved to be 80% effective. The patient then had the permanent devices implanted and the healthcare provider (hcp) whom implanted the device was retiring soon. The patient then had to find a newneurosurgeon and determined that the implanted devices were not the answer nor cure to the patient's chronic pain. The patient then had to request opiod tablets to address the pain. The narcotic tablets was a growing into a problem for the patient since the pain management fluctuated. The patient found the manufacturers modalities to irritate her. The 80% reduction in pain dwindled down to 50% and this became a challenge for the patient. The patient had experienced radiating pain due to changes in the environment such as atmospheric pressure. The patient's laminectomy syndrome emanates severe neuritis and neuoalgia before a rain or snow storm. The patient took a combo of percodan, motrin, and flexeril during this time. This prevented the stimulation from irritating the psyche.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the ins that was implanted in 2011 didn't work and there was no stimulation. The patient went to a manufacturer representative (rep) for reprogramming and they came to a conclusion that the battery didn't work and needed to be replaced. The patient was waiting for their other battery to go out so they could replace them at the same time and save cost.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n282483, implanted:(B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708340, serial# (B)(4), implanted:(B)(6) 2011, product type: extension (B)(4).